Manufacturer narrative:
Pending investigation. D10: serial: number item: number and full description: (B)(6) 304-21-09 - 8.5mm platform fx stem left. (B)(6) 320-01-42 - equinoxe reverse 42mm glenosphere. (B)(6) 320-10-10 - equinoxe reverse tray adapter plate tray +10 . (B)(6) 320-15-07 - sup/post aug plate, l rs glenoid baseplate.

Event description:
As reported, the patient had an initial left tsa on (B)(6) 2019. The patient presented on (B)(6)2023 and had infected, loose rtsa; previous periprosthetic humeral fracture. The patient was revised on (B)(6) 2023. The case report form indicates that this event is unlikely related to device, possibly related to procedure. Outcome: continuing.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the left side. Approximately 53 months post-op, the patient experienced an infection and septic loosening. The patient underwent a revision procedure approximately 1 month later to implant a competitor's antibiotic spacer. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1, d4, g4, h4, h6. MDR section codes updated/corrected: a, b, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported may be the result of the septic loosening as reported. However, the series of events and contributing factors to each cannot be confirmed as no radiograph, images, or clinical information were provided. The reason for the reported infection cannot be conclusively determined; however, it may be related to an underlying patient condition. A review of the sterile certificates for all explanted components was performed and the sterile lots were accepted to the requirements. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.